Manufacturer narrative:
Manufacturer's analysis confirmed that the external pulse generator (epg) was not working. It was indicated that the epg had a sensing error during testing. It was also indicated that the upper and lower case were broken, it was also indicated that main circuit board, battery flex assembly, lead flex assembly, keypad, and label needed replacement. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) was not working. The epg was returned for service. No patient complications have been reported as a result of this event.